Manufacturer narrative:
Good faith effort attempts were made to try and retrieve initial reporter contact details, but further information was unable to be obtained.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system presented to the emergency room (ER) after experiencing shocks/pulses while in the shower. Patient symptoms included discomfort and nausea. The patient was admitted to the hospital. A programmer was not available for interrogation, and a local field representative was paged for further assistance. Additional information received reported that the patient had received anti-tachycardia pacing (atp) and shocks, and the intrinsic amplitude had changed from 25mv (at implant) to 1.5 mv. There was no activity on the shock channel, and noise was observed in stored events. It was recommended that the patient see the electrophysiologist and get x-rays to confirm lead position. This ICD system remains in service. No additional adverse patient effects were reported.